Manufacturer narrative:
This is a follow up report which summarizes the results of investigations for this incident. Information about the investigation have been added and the imdrf updated accordingly. Furthermore, the expiry date of the affected device have been corrected. This case is considered as closed. If further information becomes available an update of the report will be sent to the agency.

Event description:
Irn# (B)(4) incident occurred in france: tentitive translation: interscalene catheter placement under arterial stim and ultrasound. Catheter removal following observation of blood return. During removal, the catheter broke, leaving 7 cm inside the patient, out of reach.

Manufacturer narrative:
Investigations are ongoing. Final evaluation will be sent to agency when finished.

Event description:
Irn#(B)(4). Incident occurred in france: tentative translation: interscalene catheter placement under arterial stim and ultrasound. Catheter removal following observation of blood return. During removal, the catheter broke, leaving 7 cm inside the patient, out of reach.